Event description:
A medtronic representative reported, the solera tap was not spinning freely on the navlock. When the surgeon used a mallet to break through the cortex, the 2 instruments became cold-welded together. There was no impact on the pt outcome reported.

Manufacturer narrative:
Per RMA a replacement tap was sent to site. Upon evaluation of suspect tap it was found the shaft of the tool seems to be slightly oversized making it difficult to attach to a navlock frame. The tip of the tool has also been slightly blunted.